Manufacturer narrative:
(B)(4).

Event description:
During remote follow-up, non-sustained right ventricular oversensing was noted. Abbott technical support reviewed the session records and suspect the oversensing signals are myopotentials. Device reprogramming is anticipated to resolve the issue. The patient is stable.